Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information has not been provided. Upon follow-up, a nurse familiar with the patient stated there is no additional information about the infection available as the patient expired over a year ago. The nurse indicated the patient¿s death did not occur during a dialysis treatment and was not related to fresenius products. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Clinical statement: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information has not been provided.